Event description:
It was reported a thoracic load-sharing plate fractured 9 months after implant secondary to patient's failed osteotomy and non-union at plate fracture site. It was removed and replaced.

Manufacturer narrative:
An investigation was successfully completed. The results of the investigation have identified a known inherent risk of the device. No corrective or preventive actions are required at this time. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.